Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the perfusionist (ccp) could not control gas from central control monitor (ccm). The device was not changed out, as the ccp was able to complete the case by using the local control knob. The surgical procedure was completed successfully. There was a one minute delay in the surgical procedure, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2015: the description of the incident was that for a period of time in the early moments of cpb, the ccm slider controls did not adequately allow for prescribed gas flows to the oxygenator. The local gas controls were able to be used during this time. This cardiac procedure was being performed on a neonatal patient of (B)(6). According to the ccp, the electronic patient gas system (epgs) calibrated successfully. On the initiation of cpb, the ccp set the gas flow ccm slider to about 0.1-0.2 liters per minute (1/min). After a few seconds, he noticed the arterial blood was dark and attempted to adjust the gas flow slider but at this very low rate it was difficult to set the rate. The ccp informed the surgical team and they elected to wean the patient off pcb while anesthesia provided ventilatory support. The ccp reached down and was able to set the gas flow rate to the desired level with the local gas flow knobs. Cpb was re-initiated and the procedure continued. According to the ccp, the patient was off cpb for about 30 seconds and the surgical procedure was delayed for about 60 seconds. After being back on cpb for about a minute, the ccp tried the ccm gas sliders, again and he was able to use the sliders without issue for the remainder of the procedure. There were no error codes displayed and the epgs stayed in cal. They finished the case, with the gas sliders and they continue to use the epgs. The ccp stated that he did not consider this a malfunction, but he does consider this as a design issue in not being able to use the sliders for very low gas flow rates. The case was completed as scheduled, with one minute delay in the surgical procedure and there was no associated blood loss. According to the ccp, there was no patient harm associated with this issue.

Manufacturer narrative:
Per the data log analysis, it looks like the user was trying to set flow to 0.10 1/min using the ccm slider. Setting flow to less than 0.20 1/min will result in 0.00 1/min flow on the gas system icon even though the slider shows 0.10 1/min. Flow will only be displayed if measured at 0.20 1/min or higher. It looks like they use the ccm to set fraction of inspired oxygen (fio2) to 0.21, 0.32, 0.50 (21.3%, 32.3% and 50.5%) successfully, but flow would still be displayed as 0.00. They then use the knobs to set flow to 0.05 1/min and fio2 to 0.21 (21%). They also use the knob to set fio2 to 0.50 (50.6%). All other adjustments are made with the ccm sliders. Technical support thinks the user did not set flow high enough at first on the ccm leading them to believe ccm changes were not functioning.